Event description:
The initial reporter received questionable ca2 calcium gen.2 results from fourteen patient samples tested on the cobas 8000 c702 module. The reporter was able to provide the following patient samples with discrepant results: sample 1 on (B)(6) 2024, the initial result was 11.5 mg/dl. On (B)(6) 2024, the repeat result was 8.7 mg/dl. Sample 2 on (B)(6) 2024, the initial result was 7.9 mg/dl. On (B)(6) 2024, the repeat result was 9.8 mg/dl. Sample 3 on (B)(6) 2024, the initial result was 7.4 mg/dl. On (B)(6) 2024, the repeat result was 9.2 mg/dl. Sample 4 on (B)(6) 2024, the initial result was 7.6 mg/dl. On (B)(6) 2024, the repeat result was 9.2 mg/dl. Sample 5 on (B)(6) 2024, the initial result was 7.8 mg/dl. On (B)(6) 2024, the repeat result was 9.4 mg/dl.

Manufacturer narrative:
The reagent lot number is 733620. The expiration date is 30-jun-2024. The investigation is ongoing.

Manufacturer narrative:
The investigation reviewed the last calibration performed from 16-apr-2024 to 18-apr-2024. The results were within specifications. The investigation reviewed the qc data from 15-apr-2024 to 19-apr-2024. The level 1 qc had several out-of-range results(>- 2 and - 5 standard deviation sd) and the level 3 qc had several out-of-range results as well (> 2 and -3 sd). The investigation reviewed the alarm trace. There were "abnormal aspiration (sample probe a)" and "abnormal aspiration (sample probe b)" alarms. These are indicators of possible poor sample quality. The field service engineer (fse) inspected the module and determined the event was caused by the low gear pump head pressure. He then replaced the gear pump head and adjusted the horizontal positions of all the reagent probes. He performed operational and/or mechanical checks with acceptable results; precision checks and qc were performed with acceptable results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.